Event description:
It was reported that the patient experienced multiple controller fault alarms that could not be silenced for more than a few seconds and multiple pump stops. The log files contained the controller internal faults. The cause of the controller faults and pump stops were not identified and resolved with controller and modular cable exchange. The plan was to continue with routine patient monitoring. Related MFR # for system controller: 2916596-2022-14578.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mod cable, lot 194644, was returned following the reported event of a controller fault. The returned cable was functionally tested and passed all steps without any issue. The cable was retested with the returned controller without producing any alarm. The cable functioned as intended during analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.